Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the needle fell out when passing it back and forth. A new device was opened with a new stitch. No device fragment fell into the patient. The current patient status is good.